Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Solidified blood was observed within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 5mm proximal to the proximal edge of the proximal markerband and extending approximately 47mm distally over the balloon material. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06007, 2134265-2017-06008, and 2134265-2017-06009. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left superficial femoral artery (sfa). After an amplatz¿ super stiff guidewire was inserted through a 6f sheath, a 6.0mm x 150mm mustang¿ balloon catheter was advanced and inflated twice distally in the long lesion, then at the proximal end of the lesion. However, upon inflation at 22 atmospheres, the balloon ruptured and caused a perforation in the artery. Another 6.0mm x 150mm mustang¿ balloon catheter was advanced and was inflated; moreover, this balloon also ruptured at 22 atmospheres in the same location, thus slightly increasing the size of the perforation. Subsequently, the physician deployed a 7x150mm eluvia stent in the distal portion of the lesion and another 7x150mm eluvia stent in the proximal portion of the lesion over the perforation. Post-dilatation was performed with another 6.0mm x 150mm mustang¿ balloon catheter, but the balloon ruptured at 22 atmospheres while dilating the proximal stent. A 6.0x40 mustang¿ balloon catheter was advanced in an attempt for post-dilatation, but still the balloon ruptured at 24 atmospheres in the same location. Finally, the procedure was completed with deployment of a non-bsc stent and post-dilating the lesion with a new 6.0x40 mustang¿ balloon catheter. The perforation was the contained and the artery had increased blood flow. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06007, 2134265-2017-06008, and 2134265-2017-06009. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left superficial femoral artery (sfa). After an amplatz¿ super stiff guidewire was inserted through a 6f sheath, a 6.0mm x 150mm mustang¿ balloon catheter was advanced and inflated twice distally in the long lesion, then at the proximal end of the lesion. However, upon inflation at 22 atmospheres, the balloon ruptured and caused a perforation in the artery. Another 6.0mm x 150mm mustang¿ balloon catheter was advanced and was inflated; moreover, this balloon also ruptured at 22 atmospheres in the same location, thus slightly increasing the size of the perforation. Subsequently, the physician deployed a 7x150mm eluvia stent in the distal portion of the lesion and another 7x150mm eluvia stent in the proximal portion of the lesion over the perforation. Post-dilatation was performed with another 6.0mm x 150mm mustang¿ balloon catheter, but the balloon ruptured at 22 atmospheres while dilating the proximal stent. A 6.0x40 mustang¿ balloon catheter was advanced in an attempt for post-dilatation, but still the balloon ruptured at 24 atmospheres in the same location. Finally, the procedure was completed with deployment of a non-bsc stent and post-dilating the lesion with a new 6.0x40 mustang¿ balloon catheter. The perforation was the contained and the artery had increased blood flow. No further patient complications were reported and the patient's status was stable.